Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found remnants of white crystallized contamination believed to be a simethicone type product evident within the air/water channel. The water flow and water removal were out of specification due to the air/water channel blockage. Additional findings were as follows: the distal end and the bending section cover adhesive were both lifting. The aspiration housing coloured ring was damaged. The up/down angle control and the up/down brake lever were stained. The following components were deemed worn: the light cover glasses adhesive, the optical cover glass adhesive, the distal end cap, and the outlet pipe sealant condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited contamination in the air/water channel and the light cover glasses. The issue was observed during routine maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined, the events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.